Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn(lh) 83 units blood collection tubes were giving erroneous results. This was discovered during use. The following information was provided by the initial reporter: material no. 367962 batch no. 9184981,8345618,9158941, 8303725, 9004564, 9095791. During the next evaluation period of 11/5/19-11/9/19 we observed these initial reactive results in more lot numbers than what was observed in october with the highest occurrence of initial hbsii reactive results on lot numbers. There were a few from other lot numbers which accounted for roughly 35% of the initial reactive hbsii results.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The customer has indicated that their investigations with the instrument company (siemens) has determined the root cause of their rapid increase in hbsag rate has been resolved by a reagent lot change. We have again reinforced sample processing and sample quality to mitigate preanalytical contributions to assay performance.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9184981. Medical device expiration date: 2020-07-31. Device manufacture date: 2019-07-03. Medical device lot #: 8345618. Medical device expiration date: 2019-12-31. Device manufacture date: 2018-12-11. Medical device lot #: 9158941. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-06-07. Medical device lot #: 8303725. Medical device expiration date: 2019-11-30. Device manufacture date: 2018-10-30. Medical device lot #: 9004564. Medical device expiration date: 2020-01-31. Device manufacture date: 2019-01-04. Medical device lot #: 9095791. Medical device expiration date: 2020-04-30. Device manufacture date: 2019-04-05. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn(lh) 83 units blood collection tubes were giving erroneous results. This was discovered during use. The following information was provided by the initial reporter: material no. 367962 batch no. 9184981,8345618,9158941, 8303725, 9004564, 9095791. During the next evaluation period of 11/5/19-11/9/19 we observed these initial reactive results in more lot numbers than what was observed in october with the highest occurrence of initial hbsii reactive results on lot numbers. There were a few from other lot numbers which accounted for roughly 35% of the initial reactive hbsii results.